Event description:
It was reported that a patient presented to the emergency room for inappropriate shock due to atrial fibrillation with rapid ventricular response. The patient claimed that they never felt a shock, but only a vibratory alert. The device was explanted.

Event description:
It was reported that a patient presented to the emergency room for inappropriate shock due to atrial fibrillation with rapid ventricular response. The patient claimed that they never felt a shock, but only a vibratory alert. It was also noted that a message indicating possible hv lead issue was observed, however the issue was unconfirmed. The device was explanted.

Manufacturer narrative:
The reported field event of inappropriate hv therapy and output anomaly were confirmed in the laboratory via review of device image. The device was tested on the bench and no anomalies were found. The cause of the output anomaly was a lead anomaly.